Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing non-target stimulation due lead migration. The patient underwent a revision procedure wherein two contacts were detached and the lead was replaced.

Manufacturer narrative:
Sc-8216-70 ((B)(4)): device evaluation indicated that the complaint had been confirmed. Visual inspection revealed that paddle electrodes # 2 and #9 were partially dislodged. The 2 electrodes were still connected to its respected cable. Cables were not exposed.

Event description:
A report was received that the patient was experiencing non-target stimulation due lead migration. The patient underwent a revision procedure wherein two contacts were detached and the lead was replaced.

Manufacturer narrative:
Additional information was received that the contacts were detached during the revision procedure.

Event description:
A report was received that the patient was experiencing non-target stimulation due lead migration. The patient underwent a revision procedure wherein two contacts were detached and the lead was replaced.